Event description:
In 2005 two gore tag thoracic endoprosthesis were implanted to repair a descending thoracic aortic aneurysm. An intraoperative final angiogram did not reveal the presence of an endoleak. However, four months later a follow-up computed tomography scan revealed that the patient had an enlarging aneurysmal sack, which was attributed to a proximal type I endoleak. During a second procedure on february 1 2006 an angiogram was done which led the physician to conclude that the patient did not have a proximal type I endoleak but instead had a type iii endoleak. In order to treat the type iii endoleak, a third device was implanted. Another postoperative computed tomography scan was done, indicating that the endoleak had not resolved. The physician then reverted to this original diagnosis and believed that the patient had a type I endoleak. The physician plans to perform a diagnostic angiogram to confirm the presence of a type I endoleak.